Event description:
It was reported that a patient underwent a venaseal procedure and, about six weeks later at a follow-up appointment, the patient noted a lump at the injection site and behind the knee. The patient stated that the lump was near a tendon and made every step painful. An ultrasound was performed at the follow-up appointment, and the ultrasound technician stated the lump was pooled blood, while the physician stated that adhesive had migrated to that spot. No additional treatment required. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.